Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Symptoms has been resolved.

Event description:
Symptoms of infection of the rt cheek have fully resolved but patient still has still has 2 areas of indentation to the cheek.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Additional information provided that small abscess noted and measurement of abscess ¿ 2cm, cap refil <2secs.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® voluma¿ with lidocaine across the zygoma. Three months later, patient complained of increased pain, swelling to the right cheek. Hcp given oral antibiotics co-amoxiclav for 7/7 symptoms slightly improved. Patient currently taking aspirin, atorvastatin, bisoprolol, gtn, indapamide, losartan, ticagrelor.right cheek has a small 2cm in circular diameter swelling with surrounding erythema spreading across zygomatic bone which is hot to touch and painful. A week later, patient developed an infection. Cap refill is less than 2 seconds. Patient was treated with oral clarythromycin 500mg bd for 7/7 & prednisalone 20mg od for 7/7 & antihistimine 10mg od for 7/7. Symptoms are ongoing.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued to section d. Concomitant therapy: losartan, ticagrelor. Clarifications to e.1.: phone number: (B)(6). Continued h.6. Type of investigation code: b15, b17, b20. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.